Event description:
It was reported that "dr. (B)(6) was using the final tightner along with the anti-torque when he was tightening and the end of the tightner broke off. The broken end piece was retrieved and a back up tightner was used to complete surgery. Dr. (B)(6) advised that he did not put any undue force on it, that it just broke as he was tightening it. Dr. (B)(6) was not worried, no harm to pt nor implants were reported to me by dr. (B)(6)."

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the tip of the returned instrument was confirmed to be broken. Both cylindrical and hex parts of the inner shaft are chipped. The broken tip was also returned. Mfg record review: no discrepancies noted and hex tip conformity was verified on 100 percent of the instruments from the batch. Complaint history analysis: (B)(4). A CAPA was initiated in order to find the failure cause and propose corrective and preventive actions, including a design change of the torque wrench to prevent breakage. Alternative link between tube (outer shaft) and inner shaft without press fit pin and welding was implemented. Risk assessment: no adverse consequence were reported. The back-up instrument was available and there was no harm to the pt. Conclusion: the device failure directly caused the event and the instrument design contributed to this event. A design change was implemented in 2011, 2 yrs after the release of the implicated device.